Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the metal tray from the cartridge stayed in the jaws of the device once the cartridge was removed. The metal tray was removed and the stapler was reloaded to complete the procedure. There was no patient consequence. One device was discarded.

Manufacturer narrative:
(B)(4).